Manufacturer narrative:
Per the instructions for use (IFU), decrease of cardiac output is a potential adverse event associated with the use of transcatheter heart valves. Decreased cardiac output is the reduction in outflow of blood from the ventricles of the heart and often accompanied by increase of pressure gradient. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. There are multiple potential causes for decrease in cardiac output, including hcm, valvular heart disease, myocardial infarction, congenital heart disease, cardiac arrhythmias, pulmonary disease, hypertension, fluid overload, drug effects, electrolyte imbalance and decreased fluid volume. Geriatric patients are at a high risk of suffering from decrease cardiac output due to the reduced compliance of ventricles which results from aging. Furthermore, obstruction of the lvot can be caused by patient factors (hcm, septal bulge, mitral regurgitation) or procedural factors (reduction of afterload following valve deployment). Depending on the degree of obstruction, cardiac output, pressure gradient and hemodynamic stability may be affected. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the exact cause of the lvot obstruction, cannot be determined; however, it was anticipated as a possible risk of viv tmvr preoperatively. Available information suggests that patient factors may have contributed to the event. The patient will be followed for possible future intervention. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Upon review of medical records, post valve deployment of a 26mm sapien 3 valve in the mitral position inside an edwards 25mm surgical valve following a tip-to-base lampoon procedure via transseptal approach, a left ventricle outflow obstruction (lvot) gradient of 31mmhg was present. The valve was post dilated with a non-edwards balloon to fracture the 25mm surgical valve. The non-edwards balloon burst during post dilation. The 26mm sapien 3 valve was well seated with no evidence of mitral regurgitation. There were no postoperative complications and the patient was discharged one day post procedure. The patient will return for routine follow up and evaluation to treat the remaining anticipated, but unfortunate lvot obstruction. Per medical records, prior to the procedure the patient was said to be extremely high risk for lvot obstruction.